Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that the patient turned off the ins themselves due to low battery. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient checked their device because their ¿body was telling [them] it was off,¿ and confirmed that the device was off and at elective replacement indicator (eri). The patient experienced a return of symptoms on the day of this report. It was noted a week prior to this report the device was okay, and not at eri. The patient was instructed how to turn the ins back on. The patient¿s health care provider (hcp) had been notified of the issue. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the cause of the ins being off unexpectedly was that it was turned off by accident.